Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 6mm and 6mm. Severe paravalvular leak (pvl) was noted. The valve was post-dilated with a 22mm balloon aortic valvuloplasty (bav) and there was no improvement in the pvl. A second valve was implanted and mild pvl was reported. The valve was post-dilated with a 23mm bav due to left ventricular outflow tract (lvot) calcification. No additional adverse patient effects were reported.